Event description:
It was reported that customer experienced multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery without needing further assistance.